Event description:
Customer reported an issue with the panorama central station display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's hard drives and several capacitors on the motherboard as part of general maintenance. Unit was tested, calibrated, and safety checked to factory specs.